Manufacturer narrative:
(B)(4). Batch #: unknown. Possible lots: u95d21, u95a9j, u95d21. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: did the device cut? Stapler cut but did not staple fully, requiring the second shot from another stapler. If the device cut/fired, was the cut line complete? Just cut to the end, but didn¿t staple until the end did the device staple? Partially. If the device stapled/fired, was the staple line complete? No. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? I don¿t know with information. Did the device close? Yes. Did the device fire? Yes. Did the device open? Yes. Was the device difficult to close on the tissue? No informed. Was the device difficult to fire? Not informed. Was the device difficult to open? No. On which firing did this occur? The stapler closed, fired and opened, but did not staple fully, in the third stapler, but I cannot say which of the lot numbers it was. Did the tissue retaining pin lock into the correct position? I also asked this but I don't have the answer.

Event description:
It was reported that the stapler did not work. The surgeon went to perform a rectosigmoidectomy and the surgeon managed to make the shot, but when they looked, the staple line did not fully staple. Another stapler was to finish the procedure.